Manufacturer narrative:
H.6. Investigation: three photos and one sample with an open package was received by our quality team for evaluation. Upon visual inspection, it was observed that there was a transfer of heat sealing observed on the bottom web of the returned sample and there was a missing scale print on the returned sample. Based on the returned sample, the team is unable to confirm the customer experience on the package sealing non-conformance as the sample shown there is transfer of heat sealing on the bottom web. However the team was able to confirm the customer experience with the returned sample. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. The scale printing process was reviewed. This non-conformance could have occurred after the production technician cleaned the printing pad with thinner, if the technician accidentally touched the parts with gloves still having thinner on them, the ink scale may have been rubbed off. H3 other text : see h.10.

Event description:
It was reported that the bd¿ syringe luer slip w/ needle had no scale markings, and the packaging was not completely sealed. All defects were found before use. The following information was provided by the initial reporter: "outer packaging in not seal tightly completely. And without the scale".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd syringe luer slip w/ needle had no scale markings, and the packaging was not completely sealed. All defects were found before use. The following information was provided by the initial reporter: "outer packaging in not seal tightly completely. And without the scale".